Manufacturer narrative:
(B)(4).

Event description:
Customer called to report leaking fluid from the sample probe and piercer probe of the unicel dxc 600i synchron access clinical system. Customer also noted evidence of salt build-up underneath the probes. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the same day, the field service engineer (fse) examined the system and found a fluid drip from the cap piercer. The fse found that the piercer vent hole was partially obstructed, not allowing for a full release of the wash. The fse replaced the cap piercer as part of preventive maintenance. The fse then loaded the reagents, then conducted the test level sense and ran quality controls, which recovered within range. The repairs were then verified by established procedures, confirming that the services performed effectively resolved the instrument issue. The root cause of the issue was an obstructed cta (closed tube aliquoter) cap piercer probe.